Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot#: va1pztc, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with a trial external neurostimulator (ens) it was reported that they saw a maximum setting reach message on the screen of the handset and they were unable to increase. Manufacturer representative also stated that c1, c2 and c4 allows patient to increase stimulation and that there is likely an issue with electrode 2 since other programs allow stimulation. No symptoms were reported and no further complications were noted or anticipated additional information was received. The manufacturer representative reported that the cause of inability to increase was due to impedance issue. No further complications were noted or anticipated.